Event description:
The device was used during a thoracoscopic bullectomy procedure. Reportedly, the instrument was difficult to fire and the staple did not form properly. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.